Event description:
On 1/28/98, a nellcor puritan bennett employee received a call inquiring info on how to download the trend memory data from an n3000. Further discussion alleged that on 1/27/98, a pt had expired while being monitored by a nellcor puritan bennett n3000. Reporter stated she needed to download the data from the n3000 to determine if it had alarmed.